Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was being seen in the emergency room for shocks he received from his device. The physician suspected the shocks were delivered for atrial fibrillation (afib) with rapid ventricular rates, and it is not known if shocking therapy was exhausted. The physician was planning to start the patient on medications for atrial fibrillation, and then have the electrophysiologist follow-up with the patient. The local field representative was unable to provide any further information related to this event. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.